Manufacturer narrative:
Per the clinic, during the explant surgery on (B)(6) 2024, granulation tissue was observed under the skin and the patient underwent a skin revision in order to remove the granulation tissues.

Event description:
Per the clinic, the patient developed an infection at surgical site, accompanied by pus accumulation. The patient also experienced skin necrosis, exposing the receiver/stimulator. Subsequently, the patient was treated with oral antibiotics (specific date and duration not reported) and underwent procedure to drain the abcess. However, the issue did not resolve. The device was explanted on (B)(6) 2024 under general anesthesia and received IV antibiotic during the surgery. There are no plans to reimplant the patient with a new device as of the date of this report.